Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified lesion in the mid left superficial femoral artery using the pacific plus, the balloon exhibited a pin hole burst at 6 atm pressure on the first inflation. The lesion was characterised by severe calcification, 60-80% stenosis, a length of 200 mm, and an artery diameter of 6.2-5.8 mm. The procedure utilized a 6fr non medtronic sheath, spider wire guidewire, and spider embolic protection. The vessel was not pre-dilated but was post-dilated with a non medtronic device. Inflation was performed with a non medtronic inflation device using 50/50 contrast fluid. There was no resistance encountered during device advancement, and the device was not passed through a previously deployed stent. The instructions for use were followed without issue. The balloon did not detach, and the device was safely removed from the patient. The procedure was completed using a new pacific plus. No patient complications have been reported as a result of this event.